Manufacturer narrative:
Concomitant medical device: lead 5054-52 implanted: (B)(6) 2005.

Event description:
It was reported that the atrial lead exhibited noise and high/unstable lead impedance in bipolar configuration. The physician reprogrammed the device mode to ventricular pacing with the atrial lead remaining in the patient. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the implantable pulse generator (ipg) and lead were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.